Event description:
It was reported to baxter france that the reservoir of one (1) ce intermate lv250 had ruptured during patient use. According to the report, the intermate was filled with 125ml of ticarcilline (claventin) 5g/200mg and sodium chloride and the rupture was observed 10 minutes after the start of infusion. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.